Event description:
Patient presented back to the physician with ipg erosion. Physician brought the patient into the operating room, irrigated the chest pocket with antibiotic solution, expanded the pocket, repositioned and secured the ipg, and closed.

Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Patient prescribed a 10-day course of antibiotics.